Event description:
According to the reporter: the jaw got broken when the device was connected to the generator. It was not used on patient.

Manufacturer narrative:
Date of initial report: 06/16/2009.